Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13554. It was reported that the patient had developed an infection. The pacemaker and right ventricular lead were explanted. Infection source was not known. Vegetation was found on the tricuspid valve. No further information was provided.